Event description:
It was reported that the patient experienced a low blood glucose event with a nadir of 39 mg/dl, with cause unclear and possibly related to maladaptation. Symptoms included shakiness in the legs and hunger. Outcomes included resolution after treatment with oral glucose in the form of juice, with glucose returning to range. Troubleshooting and education were completed during the call. Investigation included internal case review and assessment for potential user and device factors. Investigation of this case revealed no confirmed device malfunction and no component failure identified, with the event attributed to an undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.